Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the use of kit (construct) during a humerus nailing: at the moment of control by x-ray, the surgeon noticed the locking screws were outside the nail. Surgeon tried again to reposition these screws with the kit. At the second x-rays, the same thing happened. Surgeon had to implant the screws freehand. The surgery was prolonged by one hour. It was reported the patient was in a good general state. This complaint is on an unknown locking screw. This is 4 of 5 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown locking screw, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Additional information provided.